Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the sleep current measurement test, active current measurement test and self test. The pump had constant pump error 38 during the rewind test. Unable to complete the functional testing, including the displacement test, prime/seating test, basic occlusion test, force sensor test and the dat due to constant pump error 38. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted energizer alkaline battery installed in the battery compartment. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 14-jun-2026 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week from the event date 14-jun-2026, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, moisture damage on the pcba2, and corroded motor home switch. No damage noted on the force sensor. Force sensor zero offset within specification (22.7 mv). Unable to complete the functional testing due to constant pump error 38. Unable to confirm alleged high bgs (hyperglycemia). Alarm-a340-pump error 38 confirmed due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia, diabetic ketoacidosis, and also reported instinct sensor was falling off. The customer reported a blood glucose value of 400 mg/dl. The customer visited the ER (emergency room), and was treated with a manual injection. The customer reported headache and nausea symptoms at the time of hospitalization. The event involved product(s) mmt-1884, mmt-431ag, mmt-342, 78893-01. Troubleshooting was performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-431ag, mmt-342, 78893-01. Mmt-1884 was requested and customer response was the device will be returned.